Event description:
The end user states the battery shows a full charge and when she is outside driving on the sidewalk from her apartment, the chair goes slow and then stops and the joystick is red then amber light. No property damage or injury alleged.